Event description:
During a video assisted thoracoscopic surgery the black firing handle of the ez35b broke off during the firing process. Also the staples did not form. It is unknown how the case was completed. There was no consequence to the pt.